Event description:
It was reported six point of care unit (pcu) keypads need to be replaced due to not being working. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported 6 pcus had keypad issues. No further information is available.